Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse arrived on site to address the reported event. Fse confirmed the complaint by evaluating the customer's chromatograms and noting that the retention time, even with the high flow rates, still had been close to or above the recommended 0.59 - 0.61 minute. Fse replaced the uptake and purge check valves, adjusted the flow rate to 1.04, ran several patients, recalibrated, and ran quality control (qc). No further issues were noted. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for the serial number 12941611 from 19sep2017 through aware date 19oct2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 211 peak pattern error explanation: peaks were not separated well. Countermeasure: check the samples, buffers, and hemolysis & wash solution. 6.4 abnormal chromatograms chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. The most probable cause of the reported event was due to failure of the uptake and purge check valves.

Event description:
It was reported that the customer received results with a small peak attached to the ao on a patient sample with their g8 analyzer. The customer stated that the column was new and the calibration had passed. The patient's retention time was reported to be 0.57 minutes. Technical support (ts) instructed the customer to change the flow rate from 1.40 ml/min to 1.15 ml/min, then reboot and recalibrate. The customer called back and reported that retention time on calibrators was out of range fast at 0.66 minutes. The g8 analyzer was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: f9.

Manufacturer narrative:
One uptake valve and one purge check valve were returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Both valves failed functional testing. The reported event was duplicated. The most probable cause of the reported event is due failure of the purge and uptake check valves. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.